Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") and menorrhagia ("prolonged menses / abnormal bleeding menorrhagia") in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included multigravida, parity 5 and retroperitoneal hematoma. Concomitant products included clonazepam (klonopin) for anxiety and depression and antibiotics for bacterial vaginosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced anxiety ("axiety") and depression ("dpression"). On (B)(6) 2007, the patient experienced migraine ("migraine headaches"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2007, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and uterine cervical metaplasia ("chronic cervicitis with squamous metaplasia"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain / lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("severe abdominal pain"), vaginal discharge ("irregular vaginal discharge"), bacterial vaginosis ("infection ¿ bacterial vaginosis"), headache ("hadaches"), endometrial disorder ("secretory endometrium"), adenomyosis ("superficial adenomyosis"), uterine enlargement ("myometrial hypertrophy") and abdominal adhesions ("adhesions"). The patient was hospitalized from (B)(6) 2010. The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy), surgery (essure removal, partial hysterectomy with bilateral salpingectomy and unilateral right oophorectomy), surgery (ablation) and surgery (essure removal, partial hysterectomy with bilateral salpingectomy and unilateral right oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue, bacterial vaginosis, headache, anxiety, depression, uterine cervical metaplasia, endometrial disorder, adenomyosis, uterine enlargement, cystitis, urinary tract infection and vaginal infection outcome was unknown and the abdominal pain lower, genital haemorrhage, menorrhagia, back pain, dysmenorrhoea, menstrual disorder, abdominal pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, bacterial vaginosis, cystitis, depression, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine cervical metaplasia, uterine enlargement, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: right ovary and fallopian tube: hemorrhagic corpus luteal cysts; cystic follicles. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, squamous metaplasia most recent follow-up information incorporated above includes: on 13-mar-2018: pfs and medical records received. Events added from pfs- abnormal bleeding (vaginal), fatigue, infection ¿ bacterial vaginosis, headaches, pain, psychological or psychiatric problems ¿ anxiety and depression, reproductive system disorder or condition ¿ chronic cervicitis with squamous metaplasia; secretory endometrium; superficial adenomyosis; myometrial hypertrophy. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (essure removal, partial hysterectomy with bilateral salpingectomy and unilateral right oophorectomy). Essure (ess205) was removed in june 2010. At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.